Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:(B)(4). It was reported that the patient¿s therapy was affected due to high impedance. Reportedly, the patient rotated their ipg resulting in the facture of the right extension. As such, surgical intervention took place on (B)(6) 2023 wherein the extension was explanted and replaced with a new extension addressing the issue. Additionally, the ipg was repositioned to its correct orientation. Reportedly, therapy was restored post op.